Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient had a difficult time waking up post procedure, experiencing fatigue. A farawave nav catheter was selected to be used in a farapulse procedure. Following the procedure, the patient had a difficult time waking up. A stroke protocol was conducted, but no signs of stroke were identified. The patient still had trouble waking. The patient was transferred to the hospital for a CT scan. The scan found nothing. The patient has fully recovered. No other information is known.